Manufacturer narrative:
Entire form filled out by manufacturer.

Event description:
On (B)(6) 2016 received explanted lead from st. Jude medical. No explant information available. Due to condition of the lead serial number not visible so unable to identify patient to send investigational letters. Investigation closed.